Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, there was no reflow in the vessel which was characterized by slow flow of contrast through the artery while the device was inside the vessel. Medications such as nicardipine, atropine, and dopamine were administered to re-establish timi iiii flow in order to resolve the issue. (Crd_907 ilumien IV, us3529-6907).